Event description:
It was reported that an ilet user experienced an episode of hyperglycemia with a peak blood glucose of 246 mg/dl several hours after breakfast, with no clear precipitating factor identified; the only device alert noted was an ¿insulin set expired¿ notification, and the user planned a routine infusion set change later the same day without evidence of occlusion or delivery failure. Symptoms included elevated blood glucose without reported ketones or acute illness. Outcomes included self-management with increased hydration and continued monitoring, with glucose trending down to approximately 220 mg/dl and stabilizing toward the target range, and no medical intervention or hospitalization. Investigation included customer support review of available data and user interview. Investigation of this case revealed no apparent device malfunction and no evidence of insulin delivery obstruction. It was concluded that the event represented hyperglycemia of unclear cause, with the device functioning as intended and the user continuing therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.